Manufacturer narrative:
Product evaluation: the returned resonator was evaluated on january 25, 2018 and noted "no packaging damage on crate; no external damage found on resonator, found diode s/n (B)(4) dead, installed new diode s/n (B)(4); realigned resonator and created a new test report. Probable root cause: based on fa results, the probable root cause was faulty diode. The returned fru lps was disposition to be scrapped once the fa is completed.

Manufacturer narrative:
Product evaluation: the lps evaluation was completed on february 22, 2018 and noted no packaging damage on the box, visual inspection of the lps shows no signs of wear and tear or other damage. An hps/xps functional test was performed, and unit failed the test for lps will not turn on. Probable root cause: based on failure analysis report, the probable root cause is undetermined.

Event description:
It was reported that while using the console during preparation of a prostate procedure, ¿error 211¿ appeared. They were not able to clear the error and the ¿surgeon performed another procedure¿. This event is being reported conservatively as it is unknown if the patient had been administered anesthesia when the error message occurred. Patient outcome: ¿no injury for the patient¿.

Manufacturer narrative:
The console was repaired in the field on september 21, 2017. The fru lps was received at the manufacturer on february 01, 2018.

Manufacturer narrative:
The laser console was evaluated in the field on september 21, 2017. Bsc service engineer observed error 202.11 and 174; determined that the resonator and lps should be replaced. Service repair has not been scheduled.

Manufacturer narrative:
Product evaluation: the console was repaired in the field on october 05, 2017. The suspected faulty resonator was replaced. The system was tested and verified to meet manufacturer¿s specifications. The suspected faulty resonator has not returned for evaluation.

Manufacturer narrative:
As previously reported: service in the field was performed on october 05, 2017. The xps resonator s/n# (B)(4) was received at the manufacture on november 27, 2017 and will be reworked.